Event description:
Per the audiologist, the patient reported progressively decreasing auditory performance when using the cochlear implant system. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple short-circuit electrodes. Deactivation of the short circuit electrodes did not alleviate the problem. The patient's device was explanted at approximately 40 days later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.